Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "unintentional shut down on battery power" is confirmed based on the reported event. The pump shut off approximately 30 minutes when operating on battery power after a full charge during complaint investigation. The battery failed battery load test. A definitive root cause could not be determined but a potential cause of the short battery life is a result of the maintenance of the battery. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) lost power during transport to cat scan several times, and the staff kept plugging the iabp into ac enroute. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) lost power during transport to cat scan several times, and the staff kept plugging the iabp into ac enroute. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.